Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 27 mmol/l at the time of incident. Customer declined troubleshooting for kinked and high blood glucose and treated with manual injection. The one of the sets the needle part was blocked and kinked. The insulin pump will not be returned for analysis.